Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed by filling the bag with water. Functional testing revealed a leak from the spike port weld leak. Further visual inspection revealed a tear/hole at the weld. The cause of the condition was not determined. The supplier of the component has been notified of this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned exactamix 2000 ml eva tpn bag, the bag was found to be leaking from the spike port tubing. No additional information is available.